Manufacturer narrative:
Visual evaluation of the returned device found the unit in good physical condition, and the pedals functioned properly. During electrical evaluation, however, it was found that the foot switch was non-operational. The foot switch was replaced, and the console passed the endostat ii return evaluation procedure. The condition of the returned device was consistent with the complaint that the "unit failed to deliver rf energy"; the complaint was confirmed. When the foot switch was replaced, the console passed the endostat ii return evaluation procedure and then passed all final testing. The most probable root cause of the reported failure is wear and tear. A labeling review was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2011-00622, 3005099803-2011-00615, 3005099803-2011-00624, and 3005099803-2011-00625 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, an active cord, a gold probe, and a sensation polypectomy snare were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, power delivery to the snare could not be achieved; therefore the account opted to remove the target polyp without cautery and attempted to resolve the subsequent bleeding with a gold probe. However, this device failed to cauterize as well, at which point an entirely new procedure set was used to complete the procedure. It was reported that the amount of bleeding was expected given that the polyp was removed without cautery. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2011-00622, 3005099803-2011-00615, 3005099803-2011-00624, and 3005099803-2011-00625 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, an active cord, a gold probe, and a sensation polypectomy snare were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, power delivery to the snare could not be achieved; therefore, the account opted to remove the target polyp without cautery and attempted to resolve the subsequent bleeding with a gold probe. However, this device failed to cauterize as well, at which point an entirely new procedure set was used to complete the procedure. It was reported that the amount of bleeding was expected given that the polyp was removed without cautery. The patient's condition at the conclusion of the procedure was reported to be fine.